Manufacturer narrative:
The insulin pump alarmed failed battery test due to faulty battery tube. The insulin pump functioned properly after unplugging and plugging the battery tube connector into the interface board. Also the insulin pump was received with all buttons responding properly. However, moisture damage was found at keypad traces. No unexpected ramping display anomalies noted. The insulin pump has cracked case at display window corners, reservoir tube lip, lcd display window and belt clip slot and minor scratches on display window.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported by the patient that their insulin pump has an unresponsive keypad. The patient's blood glucose level is 250mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.